Event description:
During an in-clinic follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. Premature battery depletion is suspected, although not confirmed. A device replacement is anticipated. The patient is stable and will continue to be monitored.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery were not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device was operating at elective-replacement level and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as auto settings responsive, capacitors maintenance, and prolong telemetry interrogation. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Device was implanted for 9.46 years which exceeded its projected longevity and is consistent with normal battery depletion. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues.

Event description:
Additional report is needed to include the verbiage that an additional surgery occurred, and the device was explanted and replaced to resolve the event.